Event description:
Two staff were getting the patient out of bed by hand. The patient was not able to support his weight. When one foot of the patient touched the floor he slipped and the staff lowered the patient to the floor. Staff got the lift to get patient off the floor. Staff put sling under and hooked up to the lift. The patient was about two feet off the floor when the main part of the lift body broke suddenly.

Manufacturer narrative:
Investigation ongoing. Lift has been sent by the center and is in transit. Not received yet at bmw.